Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had underfill stopper is creeping out. This was discovered during use. The following information was provided by the initial reporter: material no. 367960, batch no. 9260624 (1 of 2). Material no. Unknown (green top gel), batch no. Unknown (2 of 2). It is reported stoppers are pushing back during blood draw as well as under filling. Phlebotomy has had trouble with the green top gel and lithium heparin tubes. When they push the tube on the needle to draw the blood, the tubes are popping back off the needle. When they hold the tube on the needle they can often only get a half a tube of blood. The tubes aren¿t filling properly.

Manufacturer narrative:
H.6 investigation:bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had underfill stopper is creeping out. This was discovered during use. The following information was provided by the initial reporter: material no. 367960, batch no. 9260624 (1 of 2). Material no. Unknown (green top gel), batch no. Unknown (2 of 2). It is reported stoppers are pushing back during blood draw as well as under filling. Phlebotomy has had trouble with the green top gel and lithium heparin tubes. When they push the tube on the needle to draw the blood, the tubes are popping back off the needle. When they hold the tube on the needle they can often only get a half a tube of blood. The tubes aren¿t filling properly.